Manufacturer narrative:
This report is submitted on july 11, 2022.

Event description:
Per the clinic, the patient experienced pain with device use. The device was explanted on (B)(6) 2022, and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on september 2, 2022.